Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "wrinkling/rippling". This record is for the left side. Device was explanted.

Manufacturer narrative:
As the event was reported via nbir, additional event, product, and/or patient details are not attainable. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: wrinkling/rippling.